Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that when this patients data was reviewed via remote monitoring and high shock alert was noted by the physician. An in clinic follow up was scheduled. It was noted that the patient had never had any arrhythmias while implanted and did not require bradycardia therapy. It was noted that all other lead parameters were within expected ranges. A review by technical services (ts) noted that the lead trend data showed an increase in shock impedance measurements over the past year. Ts discussed performing an in clinic follow up to perform lead integrity testing, and considering a possible synchronous test shock. Ts note that if shock impedances of a high energy shock are in range, following the patient via remote monitoring was recommended. In additional ts discussed setting up additional alerts to closely monitor the rv lead. No adverse patient effects were reported. Additional information noted that prior to defibrillation testing taking place lead examination did not show any findings or abnormal measurements other then the high out of range shock values. Pocket manipulation was assessed and only when the patient was asked to wave their left arm up and down slight fluctuations and variability was seen on the shock channel. Defibrillation testing then took place and after a 1.1j shock test was attempted normal shock values were seen. Then a 40 j shock took place which showed a normal sinus rhythm after the first shock was delivered, however a yellow warning message was displayed due to an open circuit condition and a shock value greater then 125 ohms with an error code 1005 when it comes to this device. The device was then programmed to the previous settings and the lead measurements were taken again. The measurements were in range. A possible connection issue was suspected, but this was not confirmed. A review was sent to technical services.